Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved, and the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was unclear if all, some, or none of the patient¿s concerns had been resolved. It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was unclear if the patient also had another appointment in (B)(6) 2013.

Event description:
It was reported that in 2008 the patient had the device revised/raised higher. It was unclear which device the patient had revised, as the patient had two different devices during 2008. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Conclusion codes have been updated.

Manufacturer narrative:
Concomitant products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).